Event description:
Cardiopulmonary bypass procedure. Approx 24 minutes into cardiopulmonary support procedure the arterial line disconnected at the 3/8 x 3/8 connection. Pt was at 32 degrees centigrade. The line was immediately clamped, cardiopulmonary support was interrupted. The line was reprimed and support was re-instituted. The pt was weaned from bypass without difficulty and transported to recovery room in stable condition. Neuro consult was scheduled. 4 days later eeg was normal and pt has been transferred out of ICU in apparently good condition.